Event description:
The syngo lab data manager software application does not receive test results from the advia centaur instrument or transfer test results to the laboratory information system (lis). There are no reports of patient intervention or adverse health consequences due to results not being received by the advia centaur instrument or transferred to the lis.

Manufacturer narrative:
An urgent medical device correction (umdc) entitled "syngo lab data manager version va11b and va12a systems: limitations and software anomalies" was sent to customers in may 2013 to notify customers that results may not be received from the instrument or transferred to the laboratory information system. The umdc provides customers with actions to implement while a new software version is developed.